Manufacturer narrative:
A sample product was not returned, but a photo was provided. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The photo provided is grainy and blurred. It has been sent for further analysis. Root cause has not been identified. If analysis of photo gives further data, it will be provided in a supplemental report. Initial and follow up data provided by the reporter is minimal. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) was implanted, it was noted to have a "dew-condensation" type of opacity in the optic. The patient also reported poor vision. Minimal additional information was received.

Manufacturer narrative:
The two provided photos were reviewed by gdms. The root cause for the reported ¿opacity¿ cannot be determined. The lens was not returned for evaluation. Not enough information was provided from the account for further investigation. Gdms: two images attached into the file were evaluated. The photos show an apparent pseudophakic eye. The images are focused mainly on the iol body, showing a paracentral opacity. Its approximate diameter is 2x1 mm, it is apparently located in the iol. The clinical impact of such observation cannot be determined from the picture assessment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon verified that the "opacity" resolved and the patient's vision recovered.